Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported aortic stenosis and paravalvular leak remains unk; however, the physician indicated a suture might have been the cause of the leakage.

Event description:
The pt was admitted to the hospital with congestive heart failure and diagnosed with aortic stenosis and paravalvular leakage. The physician suspected a suture may have been the cause of the leakage. The pt was in stable condition and has been discharged, but is expected to undergo a tavi procedure within the next one to two months.